Event description:
It was reported that a synfix instrument malfunctioned intraoperatively during a 2-level anterior lumbar interbody fusion (alif) procedure. During the procedure, it was reported that the surgeon implanted the device with the synfix-lr synthes quick inserted/distractor (squid). Once the squid was implanted, the surgeon attached the implant holder to the implant and used the holder to clamp the implant in the remaining couple millimeters. The surgeon then removed the implant holder device from the implant and tried to attach the 12mm mini open aiming device. When attempting to attach the mini opening aiming device, the devices would not thread and the surgeon could hear a strong cross-threading metal-metal screeching sound. It was reported that the surgeon was not able to fully seat the aiming device and had difficulty trying to awl the initial holes. The surgeon removed the aiming device then removed the implant using the implant holder. The surgeon then re-packed a new implant with bone graph, and inserted the implant using the squid device. It was reported that the surgeon did not use the implant holder the second time because he felt that the implant holder was causing damage to the threads. The surgeon used new synfix mini-open implant couplings the second time. While going through the instruments during the procedure, the sales consultant noted that two spare synfix mini-open implant coupling instruments and two spare synfix-lr implant holders were damaged. It was reported that the procedure was completed as normal with the absence of the implant holder. There were no fragments remaining in the patient after the procedure. There was a 20 minute time delay during the procedure. The procedure was completed successfully. This part was used to insert the second implant. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the product investigation reported the synfix-lr mini-open instrument set includes two synfix mini-open implant coupling instruments. This device works in conjunction with the mini-open fixed-handle aiming devices to control the appropriate screw trajectory. The technique offers two methods for guiding screw trajectory. The second method involves an aiming device holder (03.802.031) and sized aiming devices (information provided per synfix-lr system technique guide rev7022-I. Four synfix mini-open implant couplings (part 03.802.200 lots 6581149, 6458946 and 7579472(x2)) were returned with the complaint ¿bent, distorted, warped.¿ two of the received parts are bent just below the distal threading (lots 6581149 and 6458946). Two of the implant couplings were found to be in visually acceptable condition, with no damage to the shaft or threaded areas 7579472(x2). The associated drawings for synfix mini-open implant coupling ¿ 03_802_200 rev b, 03_802_200_4 rev b, 03_802_200_2 rev c and 03_802_200_1 rev b were reviewed. These drawings detail the appropriate dimensions, materials, and finishing processes for a successful implant coupling. The design is adequate for its intended use and did not contribute to this complaint condition. This complaint condition of the returned device is confirmed. The resulting bent tip could have been caused by improper technique (improper manipulation in-situ); the design of the reported device was found to be adequate for its intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(4) division manufactured the synfix mini-open implant coupling, p/n 03.802.200, lot # 7579472, per (B)(4). The certificate of compliance (dated february 03, 2014) indicates the parts were manufactured to (B)(4) and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet (B)(4). There were no material review reports, nonconformance reports or complaint related issues with this complaint. (B)(4) parts were released to the warehouse on february 12, 2014. P/n 03.802.200 is manufactured to the synthes (B)(4), released july 11, 2007. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.